Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a loss of therapeutic effect following a cardiac catheter ablation procedure a "few" weeks ago. There was also a power on reset (por) condition following electro-magnetic interference (emi) exposure. The pt had an appointment to see the physician for tomorrow. Additional information has been requested, a follow-up report will be sent if additional information becomes available.